Event description:
It was reported that the customer's wife accidentally washed his insulin pump in the washing machine. He received a button error, a battery out limit, and a failed battery test alarm. His blood glucose level was not reported. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioning properly during testing however, found moisture damage to the keypad traces during visual inspection. No button error alarm during testing. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no unexpected alarms occurred during testing. No moisture damage was found on electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and missing end cap sticker.